Manufacturer narrative:
Pt age: unk. Pt weight: unk. Event date: unk. Expiration date - unk. Initial reporter: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. (B)(4).

Manufacturer narrative:
Per medical review - in this case the icl sizing error contributed to the excessive vaulting and consequent iop spike associated with the pupillary block. The medical device is not the cause of the event. According to fmea (failure modes and effect analysis) it has been determined that excessive vaulting was a consequence of wrong lens use which include the following: improper white to white measurement, variability of the white to white measurement based upon different techniques, poor correlation of white to white measurement and length of ciliary sulcus in a individual case, irregular ciliary sulcus or ciliary sulcus cyst and improper lens label. Based on the complaint history, work order search and the medical review, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated the lens was implanted and removed from the patient's left eye (os). The patient experienced pupillary block and elevated intraocular pressure. The patient's post-op intraocular pressure was 33mmhg and the patient was prescribed diamox, cosopt, latanoprost and brimonidine.

Manufacturer narrative:
Device evaluated by manufacturer? No, lens discarded. (B)(4).

Event description:
Additional information received - the facility indicated the lens was discarded.

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens (icl) in the patient's eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting and pressure spike. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.